Manufacturer narrative:
Concomitant medical products: 7120 lead, implanted: (B)(6) 2010, 4076 x2 leads, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an echocardiogram revealed possible vegetation on the right ventricular lead. A repeat echocardiogram done about 9 days later was normal - there was no vegetation growth, however the patient's blood culture also tested (B)(6) for (B)(6). Intravenous and oral medications were administered and the cardiac resynchronization therapy defibrillator (crt-d) system remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.